Event description:
It was reported that the patient received multiple appropriate shocks and anti-tachycardiac pacing for fast ventricular tachycardia. The physician believed that the device inappropriately classified the episodes as non-sustained due to the irregularity of the ventricular rhythm. The dissociated rhythm intervals caused the device to reset ventricular tachycardia (vt) detection so no vt therapies were attempted which delayed treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949-65 lead implanted: 2006 (B)(6). (B)(4).